Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead repeatedly dislodged due to unstable fixation. The lead was removed and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst noted that the full lead was returned with the fixation tines intact and in the normal position on the lead. If information is provided in the future, a supplemental report will be issued.